Manufacturer narrative:
(B)(4). Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Event description:
Pentax medical was made aware of a complaint on 04-oct-2019 regarding "primary channel blocked" involving pentax medical video colonoscope, model ec-3890li, serial number (B)(4) via the pentax medical customer service department. Pentax medical sent a good faith effort(gfe) email to the facility to gather additional information on 07-oct-2019, and the user facility responded via email pm 10-oct-2019 stating that the lockage occurred during reprocessing. The endoscope was removed from circulation and subsequently called in for service. There was no reported patient involvement. The customer owned colonoscope was returned to pentax medical for evaluation on 09-oct-2019. The pentax medical service repair technician documented an "accessory stuck in primary operation channel" documented under service order (B)(4) on 10-oct-2019. Other inspectional findings included: passed dry leak test, objective lens scratched, passed wet leak test, air/ water socket cylinder o-ring chipped, up/ down guide plate coating peeling off, air/ water nozzle glue worn, bending rubber mild discoloration. The device underwent repairs including the following components: intermediate plate, o-rings and seals. Pentax medical video colonoscope, model ec-3890li, serial number (B)(4), has been routinely serviced at a pentax facility since the device was put into service on 23-mar-2012. On 06-nov-2020, a device history record(DHR) review for model ec-3890li, serial number (B)(4) was performed under ivai-20-110021, the DHR review confirmed the endoscope was manufactured on 19-jan-2012 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 20-jan-2012. The instructions for use (IFU) for reprocessing of pentax video colonoscope instructs the user to detach the water jet check valve and reprocess separately from the colonoscope. On 06-apr-2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use. The colonoscope was repaired and returned to the customer on 18-oct-2019 under delivery order number (B)(4).